Event description:
Pt claims that she awoke in the middle of the night with elevated blood sugars of 200, bolused and woke up later that morning with elevated blood sugar of 390. Pt bolused, showered, and the pump alarmed with error code. Pt discovered syringe was empty, but pt did not hear a low reservoir alarm. Pt believes pump was empty throughout the night but she did not receive a low reservoir alarm. This required no physician or hospital intervention. Insulin injections were done at home.